Manufacturer narrative:
Sections with additional information as of 29-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system note: manufacturer contacted customer in a follow-up call on 20-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results and e-0 with control solution. The customer is concerned with all test results. The expected fasting blood glucose test result range is 80-85 mg/dl and 140 mg/dl pm fasting. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/13/2021 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).